Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high voltage lead impedance was noted on the right ventricular lead. Diagnostic imaging was performed to check the placement of the lead, which was in the correct position. The physician planned a revision procedure to re-insert the lead into the header. Once the lead was cleaned and re-inserted into the header of the device all electrical measurements were within range. The patient was in stable condition.